Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the body cover grip fluid damage, the side body cover fluid damage, the remote control wire fluid damage, the light guide cable fluid damage, the insertion flexible tube (ift) buckled, the control body cracked, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.